Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite and found that the power strip that the oscillator and the humidifier heater were plugged into was defective. Tried plugging the unit directly to the wall and had power. Power supplies, pneumatic calibration and overall system were checked. The unit passed patient circuit calibration and vent performance checks. This was the second power strip to fail that the fsr had diagnosed at that site. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device turned off while on a patient on the 3100 a ventilator. The customer reported the patient was moved to another ventilator. The customer reported there was no patient harm associated with the reported event.